Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that high thresholds were noted on the right ventricular (rv) lead. The device was explanted and replaced. Intervention occurred on the rv lead. No patient complications have been reported as a result of this event.